Manufacturer narrative:
The ge representative conducted an on site investigation and determined that the system needed a new cable. No further information is available.

Event description:
The customer reported that the stenoscope system would not boot up. No patient injury was reported.